Event description:
The following was provided via patient medical records: on (B)(6) 2005: patient underwent ventral incision hernia repair with bard composix kugel mesh. During procedure patient also underwent local wound exploration for chronic sinus. Post-op at surgical office visits the patient is noted to have open wound and drainage from midline, no sign of infection, required wound care. On (B)(6) 2005, patient underwent surgery for removal of composix kugel mesh due to colonization of mesh as the mesh was exposed in the midline and then repair of ventral hernia with ethicon mesh. Post-operatively the patient had abdominal wound dehiscence, seroma, abscess, infection, wound vac, chronic draining sinus and exposed, wrinkled, buckled ethicon mesh (explanted) and replaced with 2 alloderm implants - noted up through (B)(6) 2006. On (B)(6) 2006: physician noted that the patient has had multiple surgeries and has never healed from any surgery in a proper manner.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. A review of the manufacturing records did not provide any evidence of a manufacturing related cause for the reported event. No conclusion can be drawn at this time. In summary, the patient was noted to have a chronic abdominal sinus drainage on the medial portion of the patient's right upper quadrant subcostal incision at the time of the initial implant and postoperatively the patient had complications with abdominal wound healing and exposure and colonization of mesh. It was noted that the patient has had multiple surgeries and has never healed from any surgery in a proper manner, leading up to and following the implant and explant of the bard mesh.